Event description:
It was reported that balloon rupture occurred. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured and pinhole as noted. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient was in good condition post-procedure.